Event description:
It was reported that during a diagnostic coronary procedure in a slightly tortuous vessel, the verrata plus guide wire was unable to advance due to resistance encountered; therefore, the wire and non-manufacturer's introducer sheath were removed as a unit. The procedure was completed with a new guide wire. No patient injury reported. This product problem is being submitted due to removal as a system. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Report source: china. The verrata 10185p was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3: the verrata wire was returned for evaluation. Visual inspection found no damage observed on the wire. During functional testing, the verrata was inserted into the guide wire bend text fixture, then tightened and rotated counterclockwise in quarter turn increments. Rotation was successfully propagated with distal tip movement noted. Block h6: based on the device evaluation, no failure was detected. The verrata wire functioned as intended. The complaint code listed in the initial MDR remain acceptable (67- investigation conclusion). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.